Event description:
The customer reported her blood glucose reached "high" (>27.8mmol/l or > 500 mg/dl) less than 24 hours after the pod was activated.

Manufacturer narrative:
The returned product was evaluated and the investigation found that the clutch spring was missing. Its root cause was determined to be a missing component. This would have resulted in the failure to deliver insulin which then contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria.